Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle separated from shaft.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the liver during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the needle separated from the shaft. The distal tip did not detach inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.